Event description:
It was reported that a malfunction occurred on the pump, and the caller mentioned that the pump screen turned dark and would not power on. There was no reported impact on the customer¿s blood glucose level. The caller was instructed by technical support to connect the pump to a reliable power source to recharge, which successfully turned the display back on. Technical support provided information on how to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to monitor the pump and contact support again if the issue arises, and they confirmed their understanding.